Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2015-00058 for information related to the composix kugel mesh implanted on (B)(6) 2007.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent total abdominal hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions, abdominal sacrocolpopexy, retropubic urethropexy and cystostomy with implantation of two bard/davol flat mesh. Doctors post procedure notes indicate patient responded to this treatment. On (B)(6) 2013-(B)(6) 2013 - patient admitted to hospital for intractable vomiting and diarrhea. During hospital stay patient complained of abdominal pain, sui, and rectal prolapse. The patient was diagnosed with acute gastroenteritis due to bacterial overcoloniaiton of the small bowel status post colectomy. Patient underwent pessary insertion during hospital admission.